Manufacturer narrative:
Failure analysis revealed that the insulin pump had a blank screen as a result of a corroded battery tube and battery cap. Further testing was not performed due to the blank screen.

Event description:
The customer reported that the insulin pump alarmed motor error. The blood glucose reading at time of the call was 129mg/dl. Troubleshooting was performed and the alarm history revealed that the device went back to the factory settings. The customer also received other error alarms. No further info was provided.